Event description:
Technician alleged that the siderail will not latch. No pt impact.

Manufacturer narrative:
The technician found the right hand siderail center column is broken. The technician replaced the right hand siderail to resolve the issue.